Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during an endoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, a biopsy was retrieved from the digestive track to complete the case. However, the following night, the patient presented with hematemesis and melena, which was attributed to a bleed within the digestive track. Reportedly, the bleed was enhanced by the patient's resumption of avk anticoagulant treatment. The patient received a blood transfusion and hemostasis was performed through clip placement. The patient was hospitalized for five additional days, but has since been released. The patient's current condition was reported as being satisfactory.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.